Event description:
Procedure: low anterior resection. According to the reporter: the tissue was not resected by the instrument successfully. There were no abnormalities in the process. The green mark was confirmed before initiating the firing. After the firing, there was a difficulty in removing the device from the cavity. By manipulating the device, the surgeon managed to remove the device. However, the anvil was disengaged in the patient cavity. By cutting the uncut tissue, the anvil was retrieved from the patient. The surgery was converted to an open surgery to recreate another anastomosis. It was completed with no problem. There was unanticipated tissue loss. There was an extension of operating time by more than 30 minutes. There was unanticipated tissue tearing and unanticipated tissue damage. There was no bleeding of over 500cc. The patient is currently under follow-up. There was no reinforcement material used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).